Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. Technical services (ts) reviewed and it was noted that the plan was to change out the device, however at this time no procedure has been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. Technical services (ts) reviewed and it was noted that the plan was to change out the device, however at this time no procedure has been performed. This device remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker was explanted and replaced. No additional adverse patient effects were reported.